Event description:
The dental implant fx4508swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 5 days after implantation. The doctor noted bone resorption during surgery. The patient has no significant medical history but is a tobacco user. The patient has recovered without complications.